Event description:
It was reported that a physician attempted a novasure endometrial ablation on (B)(6) 2015 and received several unsuccessful cavity integrity assessment (cia) tests. A laparoscopy was performed and 2 uterine perforations were visualized. The novasure procedure was aborted and the physician stitched the perforation sites an discharged the patient. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned, therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint (B)(4).